Manufacturer narrative:
Additional date of event: (B) (6) 2007. (B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 12/01/2009 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was admitted to the hosp on (B) (6) 2007 and was ultimately discharged on (B) (6) 2007. While hospitalized, the pt was administered heparin on and after (B) (6) 2007 and suffered a myocardial infarction and other symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered was alleged to be contaminated heparin.